Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a clinical study regarding a patient receiving intrathecal therapy. On (B)(6) 2016, the actual volume was outside the expected volume on the accuracy chart. The expected volume was 6.7ml, and the actual volume removed was 15.0ml. The site confirmed that the subject had no symptoms. The patient denied any shortness of breath, chest pain, or fatigue.